Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the service technician disconnected the chiller from the main voltage circuit board and the system turns on normally. Started the heater and there were no problems. (Arctic sun 5000) no error code observed. When the technician connected the chiller, the circuit breaker tripped. No repair as the device is deemed too costly to repair. It will instead remain in inventory as a non-functional demo device for congresses and similar events. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device connected to the power causes the electrical panel to trip. Per review of wo, no patient impact reported, no patient identifier available.